Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error, but may have been against the skin while sleeping. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but the alarm could not be cleared. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.